Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient was getting a cgm reading of 75-80 mg/dl somedays after the sensor was put on the arm. She was unable to find her glucometer to do a fingerstick. The patient said that she was not feeling good and her husband drove her to the emergency room (ER). At the emergency room, the staff took a fingerstick that gave a bg reading of 486 mg/dl. The egv were about 75-88 mg/dl. They also tested the patient and said she was going into dka. The patient did calibrations at the emergency room; however, egv were still inaccurate. The patient was given insulin via injection. The patient then removed the sensor. The patient stayed at the emergency room for less than 24 hours. Before leaving the emergency room, the patient went home and said that she had vomited. She took insulin and did a fingerstick reading and the bg reading was 516 mg/dl. At the time of the call, the patient said that she is feeling better. She is not wearing any sensor at the time of the call. She took a fingerstick and her bg reading is 152 mg/dl. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.